Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and nine months post filter deployment, computed tomography (CT) revealed grade 3 perforation of ventral struts abut duodenum and left posterior strut abuts. Eventually ten years and two months later, the patient presented with abdominal pain. Subsequent computed tomography (CT) revealed significant posterior tilt. In coronal images 6-degrees tilt to left and in sagittal 18-degrees tilt posteriorly. Grade 3 perforation of ventral strut abuts duodenum by 5mm. Therefore, the investigation is confirmed for the perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the vena cava with a strut abutting the duodenum. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.